Manufacturer narrative:
On 03/13/2019 - the following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a difficult catheter insertion due to a damaged stylet is confirmed but the exact cause is unknown. One 3 cg t-lock assembly and product label with lot: recv2100 were returned for investigation. A 15 mm distal 3 cg segment was returned broken from the main length of the stylet. A length of core wire was observed to protrude out of the proximal end of the detached stylet segment. Multiple kinks were observed in between magnets. The break surfaces of the stylet showed material deformation consistent with damage cause by kinking. The polyimide tubing was cut in order to measure the wall thickness. The wall thickness was found to be within specification. Based on the description of the reported event and condition of the returned sample, possible contributing factors include advancement or retraction of the stylet against resistance. Since the stylet was observed to be damaged and evidence of a difficult insertion was present, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of recv2100 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was difficulty inserting the PICC line. On 03/11/2019 - the returned sample was a frayed 3 cg stylet.